Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon had dissected the cystic duct and asked for the device. The surgeon went to place a clip over the duct, and the clip did not close properly and fell from the jaws. The surgeon attempted to put another clip on the cystic duct and the clip formed with the legs crossed. The surgeon removed the clipper from the patient and fired more clips outside of the patient - these clips were also not forming correctly. The surgeon replaced the clip applier and had no further problems. Another like device was used to complete the procedure. Surgery was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.